Event description:
Affiliate reported that after implantation the device displayed abnormal values. As a result the device was replaced and worked fine.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: film over sensor area. Sealant lifting around sensor area. Suture attached to catheter body. Kink in catheter material at the connector. The device failed electrical leakage test - internal spec. Is =(B)(4); test reading = 3.75ua. Based on the above evaluation it appears that the device was inadvertently damaged by the customer during use. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. Please refer to (B)(4). A follow-up is being generated. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(6).

Event description:
The surgeon inserted the micro sensor into the patient in theatre. The microsensor was working fine, showing intra-cranial pressure (icp) readings of 2-3 mm/hg. After closing up the wound site, the icp readings rose to 30-32 mm/hg, and stayed at these high abnormal readings. The surgeon then decided to remove the micro sensor, and replaced it with a same like product. The replacement worked fine, giving normal readings consistent with the clinical presentation of the patient. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. Please refer to (B)(4). A follow-up is being generated since the medwatch was unchecked. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(6).

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.